Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro-centrifuge vial. Visual inspection found a piece of lens optic and one haptic torn off and missing. The lens was reviewed for sharp/rough edges and no evidence of sharp/rough edges were found. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+1.5/095 (sphere/cylinder/axis), in the patient's right eye (od), during the same surgery due to a capsule tear. The lens was not exchanged for another lens.